Event description:
The facility reported to customer service a pump with failure code 814:04. This failure code occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 29 2007. Evaluation summary: failure code 814:04 was confirmed. Inspection of the device found that cause of the reported failure code was suspected to be due to a defective air sensor detector. The pump-head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.